Manufacturer narrative:
Possible allergic reactions or infection are addressed in the IFU. Event evaluation: still under investigation.

Event description:
Tissue granuloma. Update as per received customer complaint form (B)(6) 2011: patient contacted department 2.08.11 - a weeks history of inflammation and redness, hot to touch right wrist. On (B)(6) 2011 - advised to go to cardiac department - on examination redness noted. Inflammation over puncture site up his arm and wrist was uncomfortable. Patient advised to take analgesia and reviewed in a week. On (B)(6) 2011 - patient reviewed, no redness no oedema but redness still noted over puncture site. Additional information received (B)(6) 2011. "Patient was readmitted on (B)(6) 2011. Inflammation noted over puncture site. Blood blister appearance in site and red and inflame around site. No tracking seen. Wound has been hotgraphed and images are being obtained which will then be forwarded. Patient pyrexial. Full blood screen and swabs taken. Patient is seeing the plastics team and is now possibly going to theatre." Patient outcome was not provided by reporter.